Event description:
It was reported that the device was thought to have early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Performance data collected from the device was analyzed and analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Concomitant medical products: 407652 implantable pacing lead, (B)(6) 2009; 419488 implantable pacing lead, (B)(6) 2009; 7121 competitor implantable defib lead, (B)(6) 2009. (B)(4).